Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported by the physician that following a cardiac angiogram, a 6f angio-seal vip was used. A pre-deployment femoral angiogram revealed a vessel of normal size. The angio-seal was deployed. Nineteen days later, the pt experienced intermittent claudication as evidenced by mild leg pain. The pt has been evaluated with doppler and duplex ultrasounds and a partial obstruction was identified at the puncture site. The pt is being monitored for 3 months along with medical management. Mild leg pain persists but is lessening in severity. The pt is taking anti-coagulants, type and dose unk. The pt is receiving betablockers, aspirin, statins, types and doses unk, and plavix, dose unk. During the procedure, angiomax and nitroglycerine, doses unk, were given to the pt.